Manufacturer narrative:
Result: the 5max ace was fractured in the proximal shaft approximately 0.9 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace became kinked during the procedure. Evaluation of the returned device revealed it was fractured in the proximal shaft. This type of damage typically occurs when the device is improperly handled during use. If the catheter is manipulated at an angle during insertion into the patient, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system 5max ace reperfusion catheter. During the procedure, ace catheter became kinked and was removed. The procedure successfully continued using a new ace catheter. There was no report of an adverse effect on the patient.